Event description:
A baxter sales representative reported a betadine sponge was missing from a mini cap. No further information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. An inspection of the returned sample identified the mini cap sponge had come out from the mini cap; therefore, the reported condition was confirmed. Based on the information obtained during baxter's investigation, this incident was determined to be caused by mishandling during distribution. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A batch review will be performed for the lot number provided. No further information is available at this time. A follow up report will be submitted when the evaluation results become available.